Manufacturer narrative:
(B)(4). Conclusion: device investigation did not reveal any device defect which is expected to have been present whilst implanted. The device was explanted as the family requested removal of the device due to the placement of the implant housing. There was no allegation against the device. Reportedly during the explantation surgery, 2 electrodes were found out of cochlea. This is a final report.

Event description:
The device was explanted due to the implant position on the head, this was originally meant to be just repositioned. During the explantation surgery two electrodes were found to be out of cochlea. According to the clinician, the family wanted to explant the device and reimplant because they didn't like the place on the head where the implant receiver/ stimulator and coil were sitting. There was not an issue with the device itself.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Surgeon planned to re-position the device on (B)(6) 2015. However, during surgery the device was explanted. No further information has been received.